Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photo and observed a single port nexiva device, which was inserted in the patient and covered with a dressing. The extension tubing and flow control plug appeared to be full of blood residue. Since the flow control plug was still attached to the luer connector, it was likely that the device had just been inserted at the time the photo was taken. Additionally, no clamp was observed on the extension tubing. Therefore, based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly/packaging process. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system the tubing clamp was discovered to be missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the hcp unpacked the product (nexiva) and placed the catheter for a patient. The hcp then noticed that there was no lock on the product (the lock was interpreted as clamp). Removal of the complaint product and catheter re-placement were required.